Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One 3i t3® with dcd® tapered implant 4/3 x 11.5mm (bnpt4311) was returned for investigation (image 1-2). Visual inspection of the as returned product identified signs of wear and debris about the threads. The product matched print specification where measured.the per indicates the patient has a history of bruxism and clenching. The reported product was located on tooth 46 (fdi) and used for approximately 1 month. The reported event could not be recreated due to the nature of the dental device and event (medical event). Review of appropriate documentation: documents reviewed: p-iis086gi rev. G 10/2019; potential adverse events; page 1 DHR review was completed for the subject lot number 2019080080. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019080080) for similar event and no other complaint was identified.november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (sinus perforation) or product (bnpt4311). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that implant lacked of integration and was removed. Implant was placed at the same time a sinus lift was performed and the sneider membrane was perforated.